Event description:
It was reported the powermax elite mdu hand control heats up. No patient injury or complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Corrosion was observed on the cable assembly connection and gearbox fork assembly. Product failed functional testing with motor stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed. The motor passed functional testing. The complaint was confirmed and the root cause has been determined to be corrosion of the gearbox assembly.